Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer noted that there was an error message from their medivator advantage plus automatic endoscope reprocessor (aer) indicating that the scope was clogged in at the air/water channel. The customer suspected the foreign material was a small piece of rubber that may have come off the cleaning adapter card. There was no delay in starting precleaning and the scope was presoaked in a detergent solution. The air/water nozzle was flushed with air and water and detergent several times during reprocessing. The device was returned to olympus for evaluation and the customer's allegations were confirmed. In addition, the device evaluation found; the camera switch had a cut and misalignment, there was angulation of the scope, the control knob had movement with excessive play, the distal end plastic cover had a dent and scratches, the objective lens had a tiny chip and old glue, the light guide had two cracks, the bending section cover glue was cracked, a torn insertion tube boot, the clogged air/water channel, the scope connector had a deep dent on the pin and plug and the light guide tube had a minor buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was clogged and had foreign material exiting from the air/water nozzle and channel. The issue was found during preparation for use for a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.